Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tibial reamer stop gauge inner pin broke off.

Manufacturer narrative:
Additional narrative: examination of the depth stop ring assembly confirmed that the .077 inch high dowel pin is broken. The product is old (mfg. 2001), has been subjected to heavy usage, and is worn out. Based on the root cause of wear out, the need for corrective action is not indicated. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.